Manufacturer narrative:
D9 - date returned to MFR : 5/27/2026. Received one (1) used device for evaluation. The returned device was visually inspected, and the smallbore ext set w/clamp, rotating luer was returned for evaluation. As returned no physical damage or anomalies were visible confirmed. No mating device was returned for evaluation. The male and female luer met the iso design specifications. The reported complaint of separation was not able to be confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a 6" (15 cm) appx 1.7 ml, smallbore quadfuse ext set w/4 microclave® clear, 4 check valves, 4 clamps, rotating luer in which it was reported that during 07:30 hr line tracing, the uvc [abbreviation not specified] secondary lumen end was found disconnected in the bed. The disconnection was from the green uvc catheter hub to the extension tubing, proximal to the blue neutron. The infusion had been previously locked from the pump after a medication was last administered at approximately 05:00 hrs. No blood loss was noted on the bed sheets, and no wet fluid was observed. Immediate intervention by the writer was to clamp the line closed, scrub it with chloroprep, and cap the end with a blue neutron. All other connections were checked and traced. The incident involved two pieces of equipment the umbilical catheter and the extension set and it was at this junction that the disconnection had occurred.